Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled adhesive could not be determined. It is possible that the peeled adhesive was caused by stress of repeated use, external factors, or device handling. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with the same device. The device was inspected before use. The specific procedure is unknown.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope bending section cover had a scratch. During inspection and evaluation, adhesive around the objective lens adhesion was found to be peeling. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The peeling adhesive was also confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear on lock engagement lever, the angle knob torque of lock engagement lever at engage exceeds specification, adhesive on bending section cover has a chip, video connector has a crack and is deformed, light guide cover glass has a scratch, and indication on light guide connector is not correct. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.